Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient got up in the middle of the night and stated the reading on the pump was 156 mg/dl; however, the patient stated she felt "low". When they walked across the room, they felt "really bad". They were sweating, had body pain and passed out. The patient's husband gave the patient orange juice and she regained consciousness. When she regained consciousness, she turned the pump off. At that time, the pump was displaying 117 mg/dl. A bg was not checked prior to passing out due to the patient having body pain and was unable to do so. The patient went to the hospital due to her body pain. At the hospital, x-rays were taken of the full body to ensure there were no fractures and a brain scan was done. Results of the x-ray and scan had no findings. When they checked the patient's bg at the hospital, it was reportedly matching the cgm of 250 mg/dl. At the time of the report, the patient was in stable condition. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.